Event description:
Ous MDR - after an implantation time of about 46 months, artifacts in the v channel were reported during the follow-up, which lead to inhibition. The patient reported being dizzy. The system was explanted, but not date of explant was provided.

Manufacturer narrative:
After receipt, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing. The connection system of the pacemakers was examined mechanically. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. In a next step, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated and the memory content analyzed. The analysis of the memory content showed proper device behavior. The pacemaker's ability to provide therapy was checked. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior in accordance with specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies. The device was able to provide therapy without limitations. There was no material or manufacturing error.

Manufacturer narrative:
Ous MDR.